Event description:
It was reported that an insulin occlusion alert occurred on an ilet system using a contact detach infusion set during a supply change, leaving the patient without insulin until the agent guided a full replacement of supplies, after which the alert resolved; the event is consistent with a complete blockage associated with the tubing component. Symptoms included hyperglycemia, with a reported blood glucose of 300 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the third party. Investigation of this case revealed a communications problem was identified during troubleshooting, and the medical device problem was a complete blockage localized to the tube. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.